Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets cannula kinked events on 02-nov-2024, and 03-nov-2024. Events were occurred within 3 or more hours after insertion. Infusion sets were used for around 4 to 5 hours. The insertion site was at right and left side of abdomen. Blood glucose was 335 mg/dl at the time of the event. Therefore, patient replaced infusion sets and resumed insulin deliveries successfully. Patient also changed cartridge and infusion sets. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.